Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received,"it was reported that the box of mv cement was opened and one of the viles was cracked/leaking but still in its packaging. " lot: 4245709 manufacturing date: 21 jul 23 expiry date: 30 jun 26 quantity:(B)(4). Product checked: retained samples. Required testing: tm-t150 cement setting time there is one non-conformance associated with this batch. On review of the applicable nc, it has been identified that the nc would not have contributed to the complaint event. The samples returned were tested in a temperature and humidity-controlled laboratory (see page 2). Lot: 4245709 dough time: 2 min 32s (spec: 5 min 00s max) mix characteristics: soft setting time: 11 min 10s (spec: 09 min 00s to 13 min 30s). The cement mixed and behaved as expected for the product type and met the appropriate control specification (ref: ms-037 master specification: smartset mv). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: lot: 4245709 manufacturing date: 21 jul 23 expiry date: 30 jun 26 quantity: (B)(4). Product checked: retained samples. Required testing: tm-t150 cement setting time there is one non-conformance associated with this batch. On review of the applicable nc, it has been identified that the nc would not have contributed to the complaint event. The samples returned were tested in a temperature and humidity-controlled laboratory. Lot: 4245709 dough time: 2 min 32s (spec: 5 min 00s max) mix characteristics: soft setting time: 11 min 10s (spec: 09 min 00s to 13 min 30s). The cement mixed and behaved as expected for the product type and met the appropriate control specification (ref: ms-037 master specification: smartset mv).

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the box of mv cement was opened and one of the vials was cracked/leaking but still in its packaging. Unknown surgical delay. Doe: (B)(6) 2024. Affected side: unknown.